Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two axes without resistance. There was neither pt involvement nor injury reported. This situation could potentially contribute to a serious injury if a pt were to become unsteady and fall.

Manufacturer narrative:
The problem was discovered during a ge field engineer's (fe) maintenance of a different equipment. The fe evaluated the system and found a failed resistor that prevented the table locks from engaging, thus simulating a table float commend. The fe replaced resistor and verified that the table locks were performing according to specifications.